Event description:
It was reported that during an unk procedure, the cartridge misfired. Yellow tab opened, pins not deployed, no cut was there. Stapler stuck. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch # 505d13. E1: unk reporter last name. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received fully fired with left gripping surfaces broken off. Due to the condition of the reload no functional test was performed. The condition of gripping surface is related to improper use of the device, consistent with an improper loading technique. Please reference the instruction for use for more information. The event described could not be confirmed as the reload was received fully fired. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 505d13, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.